Event description:
On 09/13/2023, it was reported by an sales representative via sems-06030446 that an ar-3200-0021 ccu has water damage, facility experienced water leak and damaged ccu. This was discovered during use with no patient harm.